Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint: (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that a patient sustained a minor laceration after coming into contact with a previously damaged component within the gantry bore during a scan. The injury required bandage care only, and no further medical intervention was reported. Initial investigation determined that the device was functioning as intended and that no device malfunction, design deficiency, manufacturing defect, or labeling deficiency was identified. The available information indicates that the damaged component was present on the system prior to the event and the customer did not follow the maintenance and notification instructions provided in the instructions for use (IFU), which direct users to contact philips if device damage is identified. Although no device deficiency has been identified, this incident is being reported out of an abundance of caution because a previous similar incident involving the same device resulted in a serious injury requiring medical intervention (emdr: 3015777306-2026-100002). The investigation remains ongoing.